Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in a severely calcified mid to distal left anterior descending artery (lad). The physician attempted to place a 2.25x20m taxus liberte' drug eluting stent, but was unable to pass through the mid lad. The device was removed, and a strut was found to be lifted. The procedure was ended. No further intervention was performed. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.